Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that an event took place concerning the reported device during an orif procedure. The reporter has clarified with the customer that the issue experienced was that the screw head came off during insertion but the screw was placed. The surgery was completed successfully without any surgical delay. There were no adverse consequences for the patient. The surgeon commented the only problem would be that if the screw needed to be removed, a broken screw set would be required.